Manufacturer narrative:
An arjo investigator examined the device and found the handset up/down function not working. There was no indication of the sans in the room. The facility indicated this room was a recent renovation. The arjo investigator covered and read all five key warning points of the san, emphasizing the importance of the safety belt being used for all residents, not just those who require restraint. The staff was also reminded to never leave the resident unattended, even to just reach to get a towel. The manufacturer concludes the event occurred due to operator error. The operating instructions and the specially distributed sans are very clear on the operation of the lifter and have not been followed. Retraining of the customer has been done. No additional follow-up required.

Event description:
The facility reports after the bath, the tub was lowered to the lowest position. The resident was moved away from the tub to the side of the tub. The second staff member left after the resident was removed from the tub. The staff move the resident approximately 3 feet to reach for a towel. The safety belt was not applied to the resident. The lift was raised approximately 6-8 inches from the lowest point. The lift fell foward and the backrest hit the resident on the head. The hca moved the arm rest away from the front of the chest and called for help. The lift was moved away. The rn checked the resident and transferred with a mechanical lift back to the bed. No injuries were reported.